Manufacturer narrative:
Continuation of d11: edwards.qn#(B)(4). The customer returned one cath-gard over a 8fr. Swan-ganz catheter for evaluation. The cath-gard and catheter were visually inspected. No defects or deformities were found on the catheter or cath-gard. The distal end of the swan-ganz was occluded and each of the lumens were pressurized with a lab inventory syringe filled with water to test for leaks. No leaks were found in the swan-ganz catheter. The cath-gard was filled with water to find holes in the body. No water was found to leak through the cath-gard body and no holes were found. A device history record review was performed with no relevant findings identified. The customer report of a cath-gard leak was not able to be confirmed by complaint investigation of the returned sample. The cath-gard was filled with water to test the cath-gard body for leaks and none were found. A device history record review was performed with no relevant findings. Based on the sample received no problem was found on the cath-gard. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that medical agent leaked from the hub of the cath-gard while in use.the sheath was removed and replaced with a new kit.

Manufacturer narrative:
Concomitant medical products: edwards. (B)(4). Potential lot# - 13f19b0031.

Event description:
It was reported that medical agent leaked from the hub of the cath-gard while in use. The sheath was removed and replaced with a new kit.